Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation: evaluation. Cook korea received a complaint from (B)(6) hospital on (B)(6) 2021 regarding an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter (rpn: ult12.0-38-25-p-5s-cldm-hc, lot unknown). It was reported that when the patient returned for their post surgical follow up appointment, the catheter hub was found to be loose and not fitting. A review of the complaint history, instructions for use (IFU), and quality control procedures, as well as a visual inspection of the provided photos, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a photo was provided showing the catheter separating form the mac-loc adaptor. The catheter shaft, including the flare, has separated from the connecting cap. Additionally, a document-based investigation evaluation was performed. Cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. As no lot number was provided by the customer, nor could the lot be identified through an expanded sales search, cook was unable to review the device history record (DHR). Cook also reviewed product labeling. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided, inspection of the provided photo, and the results of the investigation, it was determined the cause of this event is related to a manufacturing or quality control deficiency. A previous CAPA investigation was opened for this product issue and implemented corrective actions. Because the lot number is unknown, it is unknown whether the complaint device underwent these corrections. Therefore, it is possible that a manufacturing or quality control deficiency contributed to this incident as determined from the CAPA investigation. It is possible the device was manufactured out of specification. Additionally, there is no evidence of nonconforming material in house or in the field. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter customer contact phone: (B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient had an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter placed for percutaneous biliary drainage. When the patient returned for a check-up, it was determined that the hub was loose and "not fitting." As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.